Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified left superficial femoral artery. A 6.0mmx100mmx150cm sterling balloon catheter was advanced for dilatation. However, during first inflation at 14 atmospheres for 30 seconds, the balloon was ruptured. The procedure was completed with another of the same device. There were no patient complications nor injuries reported.